Event description:
Hospitalized for congestion and fever. Was observed having difficulty walking. He underwent cervical spine cord decompression with laminectomy. Following operation, patient was unable to breathe on his own. He was hooked up to ventilators. Once breathing on his own, it was discovered he could not swallow. A tube was injected into his stomach. This continued until 2008. He has been able to eat soft over cooked foods since then. The tube was removed. He cannot swallow many foods. He has developed diabetes. He has become obese because of the foods he can swallow. He is mentally retarded which adds to the stress of his condition. His operation included c5-6 and c6-7 use of biomechanical peek spacers, use of bmp, use of anterior cervical plate.